Event description:
Patient consented to a procedure of cystoscopy, right ureteroscopy, laser lithotripsy, right retrograde pyelogram and right ureteral stent placement. During the procedure the laser wire broke while inserting it to the ureteroscopy, immediately we removed it from the sterile field and replaced it with new one. No harm.